Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In the journal of arthroplasty, issue 32, article "trunnion failure of the recalled low friction ion treatment cobalt chromium alloy femoral head" identified 30 revised cases with implant dates between october 1999 and november 2007. Case (B)(6): gross trunnion failure, elevated serum cobalt and chromium. Patient factor: bmi (B)(6).

Manufacturer narrative:
This report was found to be a duplicate of previously submitted MDR 0002249697-2017-00386.

Event description:
In the journal of arthroplasty, issue 32, article "trunnion failure of the recalled low friction ion treatment cobalt chromium alloy femoral head" identified 30 revised cases with implant dates between (B)(6) 1999 and (B)(6) 2007. Case 4: gross trunnion failure, elevated serum cobalt and chromium. Patient factor: bmi 29.6.